Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) cuff due to urinary retention as the physician believed the original cuff was too tight. After the patient had the original aus implanted, they presented with urinary retention and a suprapubic tube was placed because the retention was suspected to be due to urethral swelling. The patient continued to experience retention, so the physician decided to replace the cuff with a larger one. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Updated h6 impact codes to include information relating to catheter placement due to urethral swelling

Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) cuff due to urinary retention as the physician believed the original cuff was too tight. After the patient had the original aus implanted, they presented with urinary retention and a suprapubic tube was placed because the retention was suspected to be due to urethral swelling. The patient continued to experience retention, so the physician decided to replace the cuff with a larger one. There were no additional patient complications reported.